Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a lead revision the set screw fell of the implantable pulse generator (ipg) connector. A new device was used. No patient complications have been reported as a result of this event.